Manufacturer narrative:
The event occurred in other country. Retention samples have expired, therefore, only historical data is available.

Event description:
Customer reported low blood glucose symptoms with result of 17.5 mmol/l obtained on the advantage system while using expired test strips. Approximately 30 minutes later, a physician obtained result of 1.2 mmol/l on professional device and administered unknown treatment to the customer for hypoglycemia. Customer's low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.